Event description:
It was reported that patient felt the needs to be adjusted, still leaking and not working properly. The patient had 4 surgeries now and still feels like nothing has changed.the indications for use for this patient were gastrointestinal/pelvic floor. Additional information has been requested regarding lack of effect and not working but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.